Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Related manufacturer reference numbers: 1627487-2021-16530, 1627487-2021-16531. It was reported that following a patient fall, medical imaging revealed that a lead had migrated, and effective therapy was lost. As a result, surgery occurred in which the lead was explanted and replaced, which resolved the issue. It is not know which lead migrated and was replaced, so all applicable leads are being reported.